Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/16/2025, that on (B)(6)2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6)2025. According to the patient¿s parent, the patient experienced inflammation, and infection under the entire patch area. The patient was seen at the hospital, and an oral antibiotic, co-amoxiclav was prescribed. A photo of the skin reaction in the complaint record was reviewed. The photo shows clear erythema covering the area of the patch, and a swollen insertion site. It is not reported as such, but the swelling looks as if there might be subcutaneous lump or abscess. At the time of the report the patient was stable, but it was stated that surgery might be needed if the issue persists. No other details were documented. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined.